Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor. Motor passed motor test.

Event description:
It was reported that the insulin pump did not alarm no delivery. Customer's blood glucose reading is 155 mg/dl. The blood glucose reading at the time of the event was over 400 mg/dl. Customer also stated that the insulin pump alarmed motor error. Customer requested a replacement. Nothing further reported.